Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: promus premier ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The distal and mid-section of the stent are damaged with stent struts misaligned and stretched. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. The product stent protector was not returned for analysis with the device. The specified inside diameter of the stent protector profile and the maximum crimped stent profile for this device had no issues to note with the interaction between the two components, provided that the product stent protector was removed correctly. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 2.25mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, after the device was removed from the package and stent damage was observed. The stent was pressed into a protective cover. The device was not used in the patient. No patient complications were reported and the patient's status was stable.